Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing the following information was received by the initial reporter with the following: when the nurse attempted to hang her dexamethasone, medication continued to drip at a wide-open rate even when tubing was clamped and on the pump. All new tubing, saline and dexamethasone obtained, and no further problems were experienced. The set was never hooked up to the patient and no harm was caused.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that the nurse attempted to hang her dexamethasone, medication continued to drip at a wide-open rate even when tubing was clamped and on the pump. One sample of primary infusion set 2420-0007 was submitted along with bd secondary set item number 10016073. Visual inspection was conducted, and no damages or abnormalities were identified. The infusion sets were primed and connected with no indication of leakage, air-in-line or occlusions. The simulated infusion was conducted at a flow rate of 200 ml/hr and the volume dispensed was captured by a calibrated graduated cylinder. After 15 minutes the volume dispensed was exactly 50 ml. The infusion set clamps were then tested to see if there was still flow when the clamps were engaged. Each clamp was closed to check for functionality. All clamps functioned as intended. The customer complaint of flow issues - accuracy could not be replicated. A root cause for the reported failure was not determined because the failure was not replicated. A device history record review for model 2420-0007 lot number 24085414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.